Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed for the finished device number 6928774, and no non-conformances related to the reported complaint condition were identified. Concomitant products: mentor smooth round moderate profile 350cc saline prosthesis, catalog #3501655, serial (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) hispanic female underwent primary breast augmentation with unknown a mentor smooth round moderate profile 350cc saline prosthesis and experienced right sided deflation post procedure. As a result, the device was explanted on (B)(6) 2019.

Manufacturer narrative:
Additional information was received on 2/26/2019. When the devices were explanted, bilateral prosthesis replacement with mentor smooth round moderate profile 425cc saline prostheses was performed. The investigation of the returned product was completed by the failure analysis lab on 3/5/2019. Device evaluation summary: it was reported that a 35-year-old hispanic female underwent primary breast augmentation with unknown a mentor smooth round moderate profile 350cc saline prosthesis and experienced right sided deflation post procedure. Upon receipt by mentor the device was received without fluid. White and red material was observed within the device. During evaluation a rent measuring approximately 0.3 cm was observed within a crease on the anterior aspect. No other anomalies were observed. Mentor products are 100% visually inspected prior to release in addition to thorough in-process testing during several stages of the manufacturing process. The mentor product analysis lab concluded that the rent and crease occurred sometime subsequent to the removal of the device from its protective packaging. The complaint was confirmed since a rent within a crease was found on the device. These findings are consistent with a crease/fold failure which is a known inherent risk associated with the use of saline-filled mammary prostheses and may be the result of one or more of the following contributing factors: underinflation or over-inflation of the device, continuous and sustained stresses to the device - such as capsular contracture or too small a breast pocket and folding or wrinkling of the shell in the breast pocket. There is no evidence that the issue is related with manufacturing. At this time is not possible to determine the origin of the red and white material observed. Because mentor product analysis lab was unable to confirm any unusual failure mode, no corrective action will be taken at this time. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices. Manufacturer¿s reference number: (B)(4).